Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product experience. No adverse patient effects were reported. At this time, this rv lead has not been returned to boston scientific for further analysis. Additional information indicated that this rv lead exhibited high pacing thresholds. No adverse patient effects were reported. At this time, this rv lead has not been returned to boston scientific for further analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product experience. No adverse patient effects were reported. At this time, this rv lead has not been returned to boston scientific for further analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.